Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl to 500 mg/dl. Customer's blood glucose at time of call was 130 mg/dl. During troubleshooting, customer was assisted in checking settings. After troubleshooting, customer will not be returning the device for analysis.